Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2018.). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to menorrhagia (heavy menstrual bleeding). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain,"), mood swings ("mood swings"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia"), fatigue ("fatigue,") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2018.). At the time of the report, the menorrhagia had resolved, the pelvic pain, mood swings, dyspareunia, fatigue and alopecia outcome was unknown and the migraine was resolving. The reporter considered alopecia, dyspareunia, fatigue, menorrhagia, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: pfs received : events added-hormonal changes describe: mood swings, migraines / headaches, dyspareunia (painful sexual intercourse), pelvic pain, fatigue, hair loss. Reporter added, patient demographic added, events severity added, events outcome updated, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.